Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) and other medication via an implantable pump for non-malignant pain and radiculopathy. The patient rep reported the personal therapy manager (ptm) had not been working for the last 6 months. The patient rep stated patient went to get the pump refilled and the healthcare provider (hcp) told them the ptm was no longer active and needed to be replaced with an updated ptm. The patient rep stated the hcp office knew the ptm was not working because they pulled out more medication than what should be in the pump. Agent reviewed in order to get the new ptm patient would need to consult with hcp office for newer ptm. The issue was not resolved through troubleshooting. A request was sent to the repair department for 8835 ptm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp stating they looked at the refill notes and stated they withdrew 17.9 ml on (B)(6) 2025 and they did not note that there was any concern of a discrepancy. The hcp did state that patient told them that they were not getting benefit from the bolus so stopped using the personal therapy manager (ptm) so that was why they had a volume discrepancy.

Event description:
Additional information was received from the healthcare provider who reported that the large residual volume was secondary and expected due to the patient not using their ptm (personal therapy manager).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.